Event description:
It was reported that during an ablation procedure, cold pixels were observed. The laser power was initially at 100%, then it was briefly changed to 128%, then lowered back down to 100% firing power. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.